Event description:
The manufacturer service technician reported that the device was missing a component while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Correction: d9, h3. Additional info h6 h3. Other text : device not accessible for testing.

Event description:
The manufacturer service technician reported that the device was missing a component while it was being serviced at the user facility. There were no adverse consequences related to this event.